Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 20mar2022. H6: investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives. The bd service communicated with the customer and obtained the logs. Bd service verified that the issue is not related to the instrument. This is an unconfirmed failure of the bd product as the issue. Review of device history record for this instrument is not required because this complaint does review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 9/16/2015. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were not caused by the instrument. The root cause was unable to be determined. H3 other text : see h10.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged 7 false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer called for false positive in drawer b, 7 vials flagged as positive with no microorganism seen.

Event description:
It was reported while testing with bd bactec¿ fx, instrument top, packaged 7 false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer called for false positive in drawer b, 7 vials flagged as positive with no microorganism seen.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.